Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 87 31sc, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
It was reported a distal catheter revision was to be performed on the date of this report. On 2015 (B)(6) bupivacaine concentration was decreased from 24mg/ml to 20mg/ml. The concentrations of the drugs were to be lowered after the distal revision. A CT scan for the patient, unrelated to the device or therapy, was done in (B)(6) 2015 and the healthcare provider (hcp) thought they found the catheter to be sub-q via the scan. This was the reason for the catheter revision. They escalated the drug dose and got some pain relief ¿from the get go.¿ it was noted there was never any event of withdrawal or a major increase in pain. There were no suspicions of any issues until the CT scan was done. It was later reported the catheter issue was a dislodgement/migration. The catheter was replaced on 2015 (B)(6). The patient had been receiving good pain control despite the catheter not in proper position. The patient recovered without permanent impairment. The drugs being delivered via the device system were clonidine, bupivacaine, and dilaudid. If additional information is received, a follow-up report will be sent.